Manufacturer narrative:
Exemption number e2015058. The pad-pak was first successfully installed on (B)(6) 2009 and performed to specification, alongside random manual power ons, up to (B)(6) 2014. An increase in voltage suggests a further pad-pak was installed. Multiple manual power ups of ten minutes duration were observed in the device memory on (B)(6) 2014 and on (B)(6) 2015. During this time several power ups of less than one minutes duration were recorded. Investigation found the reported fault can be attributed to membrane failure. There were only two ten minute time outs recorded in the history log and multiple manual power ups of less than one minute duration. This may indicate the user was regularly power cycling the device or the device was switching itself on automatically and the user was intervening to switch the device off. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.